Event description:
It was reported by the hcp that the patient's interstim device was removed due to an infection. The patient developed redness, swelling, and drainage at the device pocket site. A culture was obtained from the device pocket and the organism was determined to be staph aureus. IV antibiotics were administered and the total device system explanted and the infection resolved. No further complications have been reported.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.